Manufacturer narrative:
Product analysis: analysis of the analyzer returned with the programmer found that it showed a loss of communication with the programmer and when tested with a known good programmer. The analyzer failed functional testing and was out-of-specification-electrical. As service does not have the ability to repair the analyzer it shall be returned unrepaired to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer returned with the programmer as an associated device subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.